Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl; cause was unknown. Customer consumed glucose tablets to address bg. Additionally, it was reported that the customer experienced a bg of "high"; specific value not provided. Cause of high bg was unknown. Customer changed infusion set and administered a manual injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.